Event description:
It was reported that a titanium trochanteric fixation nail system procedure was performed. The arming arm was not targeting the hole in the nail appropriately. The helical blade missed the hole and was damaged as well. The surgeon completed the surgery by taking off the aiming arm and ''free handing'' the insertion with a new helical blade. Approximately 5 additional minutes were added to surgery. No adverse effect to the patient was noted. Post-operatively, the consultant reassembled the device and found that it did not line up accurately, as had happened during the procedure. This is report 2 of 4 for complaint # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, no error was found. The device conformed to functional, material, and dimensional inspections. Device was manufactured by a third party. Four units failed for perpendicularity and those parts were returned to the supplier. All other parts conformed to specifications. Additional release date: 07/19/2010. Placeholder.